Manufacturer narrative:
Five (5) 138104 were received in original, unopened packaging. The reported catalog and lot numbers were verified. The devices were visually inspected and two (2) devices exhibited an obvious tear in the packaging, allowing the device to protrude through the packaging. The packaging of these two (2) devices clearly breach the sterility of the device. The remaining three (3) devices did not appear to have any obvious breaches in the device packaging. However, these three (3) devices did display stressed tyvek and encroachment of the seal of the device. These three (3) devices were evaluated using a dye-leak test. The dye leak test found that the stressed area of one device did cause a breach in the sterility of the device, allowing the dye to leak through the packaging. The remaining two (2) devices did not exhibit any breaches of sterility of the device, as dye was not found leaking out of the packaging. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of 2 complaints with a quantity of 6 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 92 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU instructs the user that there is a " sterility guarantee unless package has been opened, broken or damaged." It is standard medical practice to inspect and/or test all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected item 138104, elec, blde, std, ext, insulated, qty 5 for damage on the sterile pouch of the devices. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.